Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a diagnostic anomaly was noted on the implantable cardiac monitor. The device sensed false atrial fibrillation episodes. No intervention was performed. There were no patient consequences.